Manufacturer narrative:
(B)(4); voluntary MDR/medwatch report number mw5150540.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was added on 2/23/2024.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported via web self-service that the patient injected insulin based on the cgm reading (which was inaccurate) which resulted in hypoglycemia. There were no symptoms reported. There were no treatment details reported. At some point, the patient cgm was reading 225 mg/dl and the bg meter was reading 324 mg/dl. It is unclear in the event timeline when these values were taken. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.